Event description:
It was reported that the rigid video scope exhibited a dark image. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus regional repair center for the evaluation and reported problem of scope dark image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken object lens, minor stains under lg (light guide) cover glass. Based on the results of the investigation, the most probable root cause of the problem was defective objective lens that is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited a dark image. The issue occurred during maintenance. There was no patient involvement.